Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-apr-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal dilaudid (hydromorphone) (20.0 mg/ml) at 3.487 mg/day, bupivacaine (0.9 mg/ml) at 0.15689 mg/day, clonidine (250.0 mcg/ml) at 43.58 mcg/day for unknown indication for use. It was reported that the patient had no clear symptoms were reported other than physician knowing that the catheter was cut during another procedure in the spine. Environmental/external/patient factors that may have led or contributed to the issue included catheter during a "mild" procedure on (B)(6) 2024. During the procedure, the catheter was lacerated. The hcp then booked patient for catheter revision and pump replacement as the device was within 12 months of end replacement indicator (eri). The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 250 lbs and medical history was asked but made unknown.